Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture. The status of the device is unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/jul/2024. Additionally, the device has been confirmed as not PMA approved. Additional, corrected and/or changed data: d9, h3, h6.

Event description:
It has been determined that the event of rupture did not occur on the left side and will be unreported.

Manufacturer narrative:
Clarification h.1: no adverse event. Additional, corrected and/or changed data: b.5, h.6.

Event description:
It has been determined that the event of rupture did not occur on the left side and will be unreported.